Event description:
Hemospray endoscopic hemostat was applied on (B)(6) 2021 to multiple gastric and duodenal ulcers. On (B)(6), eosinophils were 3%. On (B)(6), eosinophils rose to 9% and 10%, respectively, and they returned to normal range on (B)(6) (5% and 3%, respectively). Lymphocytes were low at 4% on (B)(6), and also increased markedly on (B)(6) to 17% (still low). Lymphocytes have gradually decreased since (B)(6). Naranjo probability score = 2-3 (possible). FDA safety report ID# (B)(6).